Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user observed unexpected battery depletion of an ilet device after charging to 100 percent prior to sleep, with the device showing approximately 20 percent battery the next morning and no alerts or alarms reported, while blood glucose remained at 155 mg/dl and unaffected. Symptoms included no clinical effects. Outcomes included no impact to health or therapy. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.